Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: during visual inspection of the pump, it was observed that the ¿ok¿ arrow on the keypad was cracked. The button was also under responsive to user presses during testing.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.